Event description:
The customer reported less than 1 ml of blood and diluent leaked from the secondary probe of the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The customer also reported that the instrument was generating pc 2 errors and platelet (plt) voteouts. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and goggles at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse could not reproduce any of the platelets (plt) voteouts or pc 2 errors. However, the fse observed the rinse block down sensor was rubbing on the rinse block air cylinder (cl3) as the rinse block descended causing an intermittent single drops of fluid from the rinse block. The fse replaced the rinse block air cylinder (cl3), cleaned the bearings, flushed the vacuum and verified the height of the rinse block. The instrument performed without any leaks. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).